Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set detachment event on (B)(6) 2026. The infusion set tubing came apart, and there was stress or pull on the tubing as it was caught by her dog. The insertion site was the right abdomen. The patient replaced the infusion set, and resumed insulin deliveries successfully. No further information available.